Manufacturer narrative:
Additional narrative: subject device has been received and a service and repair evaluation was performed: the customer reported the stopper came off which allowed the speed locking nut to fall off. The repair technician reported the stop nut and adjusting nut were missing. Missing parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the following complaint device(s) were received for evaluation: one reduction forceps with serrated jaw 240mm-speed lock (part: 399.051 / lot: a7fa01). One reduction forceps 240mm-speed lock awsl (part: 399.05 / lot: 2084). The complaint condition for both devices may have been associated with the instruments being disassembled for sterilization and being misassembled afterwards; resulting in both the stop nut and adjusting nut to fall off. The reduction forceps with serrated jaw 240mm-speed lock and the reduction forceps 240mm-speed lock awsl are instruments contained within the large fragment locking compression plate (lcp) set. The returned instruments were received with both the stop nut and adjusting nut missing from the device, which prevents the device from functioning as intended. The rest of the device appears to be in good condition with minor signs of wear and tear. No definitive root cause can be determined. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause can be determined; however, it may have been associated with the instruments being disassembled for sterilization and being misassembled afterwards resulting in both the stop nut and adjusting nut to fall off. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. : a service and repair history record review was attempted for the subject device. The review could not be completed because the device is a lot-controlled item. The manufacture date of the device is jan 31, 1996. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibia open reduction and internal fixation procedure, the stopper of the end of two reduction forceps instruments came off allowing the speed locking nuts on the devices to fall off. All pieces fell onto the floor and not into the patient. A back up device was used to complete the procedure successfully with no delay and no harm to the patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was attempted, but could not be performed as the records could not be identified due to the age of the subject device (approx. 20 years). The original date of manufacture was jan 04, 1996 before its release to the united states warehouse as initially reported. The release to warehouse date of jan 31, 1996 is considered the manufacturing date of the instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.